Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Event description:
It was reported that the patient received inappropriate therapies due to oversensing. The device was explanted and replaced.

Manufacturer narrative:
The reported field event of oversensing was confirmed via review of stored electrograms. The device was tested on the bench and using automated test equipment and met all test specifications. The device performed normally in the laboratory. The cause of the noise was not determined.